Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was found there was a lot of dust in the laboratory and the lab was dirty. Samples from this dust were collected and it was determined the dust most likely caused the event as other assays were also affected. The customer was instructed to make sure to prevent any contamination from the dust.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable estradiol results for two patient samples. Patient sample 1 initial result was 321 pg/ml. The repeat result was 196 pg/ml. Patient sample 2 initial result was 1018 pg/ml. The repeat result on (B)(6) 2015 was 9.9 pg/ml. The initial results were reported outside of the laboratory. The treating physician found the results did not fit "to the ovaria echo" and requested repeat testing. The repeat result was considered to be correct. The patients were not adversely affected. The reagent lot number was 185557. The expiration date was requested, but was not provided. The field service representative checked the instrument and "the instrument appearance was positive, the system seemed to be in a good state."